Event description:
Caller reported that the t:slim x2 pump battery was not charging. There was no adverse impact to the customer's blood glucose level. The caller tried several troubleshooting steps, including using different charging cables and wall adapters, but the issue persisted. Technical support decided to replace the pump, confirmed the shipping details, and instructed the caller on the return process for the problematic pump. The caller was informed that they would receive a replacement pump with updated software and acknowledged the need to set up their pump settings and connect their cgm to the new pump.